Manufacturer narrative:
It was reported that there was infection. Visual examination found no malfunctions. Full analysis not needed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2021-03512, related manufacturer reference number: 2017865-2021-03514. It was reported that the patient presented to the hospital as there were signs of infection. Upon examination, it was noted that the pacemaker, the right ventricular (rv) lead and right atrial (ra) lead had infection. The physician explanted the whole system on (B)(6) 2021. There were no adverse consequences to the patient.